Manufacturer narrative:
Upon receipt the lead was found cut 53 cm proximal to the lead tip. A proximal part including the connector was missing. With regard to the issues mentioned in the complaint description, the lead fragment did not show any deviations from the technical specifications. A cut into the insulation (42 cm proximal to the lead tip) was found, which most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On june 13, around 10:00 pm, rv pacing failure occurred. Perforation by this rv lead was confirmed by x-ray and CT. The threshold value became high. On june 14, urgent re-operation was performed. Cardiac tamponade was observed. This solia s 60 was explanted and a new solia s 60 was implanted.